Manufacturer narrative:
One sample material number 10942011 was received by customer for investigation. The customer complaint of air-in-line could not be verified by investigation of the sample submitted. Evaluation of the extension sets shows separation of the infusion set at the upper pumping segment fitting to the silicone pumping segment. Air-in-line could not be investigated due to the condition of the sample being separated. A device history record review could not be performed because the lot number is unknown. A root cause was not determined because the air-in-line could not be replicated. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information. Mat#: 10942011 batch#: unknown. It was reported by the customer that "pt IV pump rang off air in line from line connected to patients double lumen uvc. Rn clamped the roller clamp below the pump to remove the air. While attempting to remove the air bubble by gently flicking the tubing, the tpn tubing broke apart where the rubber portion meets the blue portion of the large volume tubing. Rn pinched off the line and another rn assisted in spiking the tpn bag with new tubing to connect to patient. Patient was a 2day old male. No injury involved". Verbatim: date: (B)(6) 2023. Location: (B)(6). Issue: pt IV pump rang off air in line from line connected to patients double lumen uvc. Rn clamped the roller clamp below the pump to remove the air. While attempting to remove the air bubble by gently flicking the tubing, the tpn tubing broke apart where the rubber portion meets the blue portion of the large volume tubing. Rn pinched off the line and another rn assisted in spiking the tpn bag with new tubing to connect to patient. Patient was a 2day old male. No injury involved. Defective product info: bd alaris pump infusion set ref ref #(B)(4). I have the product and if a label is e-mailed to me, I can send it back for a quality review. - (B)(6). (B)(6) 2023 unfortunately, the end-user could not provide me the lot#, but I do have the actual product. If a return label is e-mailed to me, I can send it back for your review. (B)(6) 2023 - sample arrived at (B)(6). (B)(6) 2023 I am unable to recall all of the answers to all of these specific questions. However, maybe someone with access to this patients chart could look back at documentation for the specifics. I did not personally hang the line or load the tubing. I do remember that it was the first time the pump had rang air in line on my shift. (B)(6) 2023 ¿ how long had the ##10942011 tubing set been in use? Between 2 and 3 hours ¿ can the nurse describe how the IV set was primed? ¿I clamp everything in the initial phases when I¿m assembling the lines, roller clamp and the one on the 3 way. Then I spike the bag, fill the ¿chamber¿. Unclamp down at the 3 way, then slowly unroll the roller clamp to prime while inverting the tubing as it primes to keep the bubbles going towards the end.¿ ¿ how long had the infusion been running before the pump alarmed air in line? Between 2 and 3 hours ¿ had there been any previous air in line alarms since the infusion had begun? It had not for the day shift rn that primed the tubing. The rn that the event occurred for cannot recall. ¿ how was the IV set loaded into the alaris pump module, what section of the tubing was loaded first, second and then third?¿ I load the hard, rectangular piece in the pump and place the tubing into the little slit thingy that¿s in the pump so that it fits nicely in there. And then place the more triangular piece in the top of the pump.¿ ¿ you mentioned ¿the tpn tubing breaking apart where the rubber portion meets the blue portion of the large volume tubing¿ just for clarification, are you referring to the upper portion of the tubing which is loaded into the alaris pump module? Please identify the location of the break in the tubing. I have not yet received feedback from the rn that the event occurred for. I will respond with this information upon her reply.

Event description:
It was reported that bd alaris pump module infusion set separated when the nurse attempted to address an air in line pump alert. The following information was provided by the initial reporter: date: (B)(6). Issue: pt IV pump rang off air in line from line connected to patients double lumen uvc. Rn clamped the roller clamp below the pump to remove the air. While attempting to remove the air bubble by gently flicking the tubing, the tpn tubing broke apart where the rubber portion meets the blue portion of the large volume tubing. Rn pinched off the line and another rn assisted in spiking the tpn bag with new tubing to connect to patient. Patient was a 2day old male. No injury involved.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown.